Event description:
It was reported, the patient experienced discomfort from the device and requested the device be explanted. The device was explanted as requested. The patient was stable.

Manufacturer narrative:
The device was returned without identified device or use problem. The device was received with normal output and normal telemetry communication. Electrical and mechanical tests performed including header connectors, lead impedance, and outputs verification did not identify any functional issues. Longevity assessment found the device was operating at near beginning-of-life voltage level, with appropriate remaining longevity.